Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had been dropped in water. Subsequently, although the pump was beeping, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose level ranged from 242 to 250 mg/dl with trace ketones. The customer drank water and administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.